Manufacturer narrative:
Should additional information become available a supplemental record will be filed. The complaint is for invacare component parts on a non-invacare chair.

Event description:
Invacare was informed by dynamic controls who was notified by (B)(6) that there was a fire incident on (B)(6) 2013 with a (B)(6) prime wheelchair with dynamic controls electronics, the (B)(6) electronics. There was allegedly a death that occurred but at this time we are unsure if the fire incident was related to the death. It is being alleged that the electronics on the chair are at fault for the fire. The power module that was on the chair was model number dk-pmb40, serial number (B)(4) and joystick model number dk-remd01, serial number (B)(4). No additional information provided. Update from consumer affairs: mother was (B)(6) and had multiple preexisting conditions, including copd and other heart and respiratory issues, and was on constant oxygen support. Mom, daughter, and grandson were in the home at the time of the fire. All three got out safely, but mom was without oxygen for a brief period until emt's arrived. Mom was observed in the hospital for three days and then released. Hospital records are inconsistent about whether she suffered smoke inhalation or not. She died three months later. Plaintiffs argue that the "producing cause" of her death was the fire, but this is a difficult link. Grandson was interviewed by the local fire investigator at the scene immediately after the fire. In that account, grandson says the wheelchair was in the spare bedroom, that it was rarely used, and that it was turned off at the time. He said that he heard it running and when he checked on it he saw smoke coming from underneath. Daughter was also interviewed by the local fire investigator, and she gave the same account as grandson. Later, plaintiffs' expert interviewed daughter. In that later account, daughter added that the chair was moving forward and backward between the bed and a dresser, and that daughter's nephew turned it 90 degrees and "locked" the wheels so that it wouldn't drive itself out the door. Plaintiffs' experts "preliminary report" concludes that the locked wheels under load created an overcurrent condition, and that the overcurrent condition could cause the wires to melt and short to ground, which in turn could result in ignition of nearby materials including gasses from the batteries. (B)(6) med's expert report places the blame on dynamic's electronics. (B)(6) expert has not issued a report and his opinion is that more work needs to be done to generate a conclusion.

Manufacturer narrative:
MDR filed in error. Not a finished invacare device.

Event description:
Invacare was informed by dynamic controls who was notified by merit that there was a fire incident on (B)(6) 2013 with a merits prime wheelchair with dynamic controls electronics, the shark electronics. There was allegedly a death that occurred but at this time we are unsure if the fire incident was related to the death. It is being alleged that the electronics on the chair are at fault for the fire. The power module that was on the chair was model number dk-pmb40, serial number (B)(4) and joystick model number dk-remd01, serial number (B)(4). No additional information provided. Update from consumer affairs: mother was (B)(6) and had multiple preexisting conditions, including copd and other heart and respiratory issues, and was on constant oxygen support. Mom, daughter, and grandson were in the home at the time of the fire. All three got out safely, but mom was without oxygen for a brief period until emt's arrived. Mom was observed in the hospital for three days and then released. Hospital records are inconsistent about whether she suffered smoke inhalation or not. She died three months later. Plaintiffs argue that the "producing cause" of her death was the fire, but this is a difficult link. Grandson was interviewed by the local fire investigator at the scene immediately after the fire. In that account, grandson says the wheelchair was in the spare bedroom, that it was rarely used, and that it was turned off at the time. He said that he heard it running and when he checked on it he saw smoke coming from underneath. Daughter was also interviewed by the local fire investigator, and she gave the same account as grandson. Later, plaintiffs expert interviewed daughter. In that later account, daughter added that the chair was moving forward and backward between the bed and a dresser, and that daughter's nephew turned it 90 degrees and "locked" the wheels so that it wouldn't drive itself out the door. Plaintiffs experts preliminary report concludes that the locked wheels under load created an overcurrent condition, and that the overcurrent condition could cause the wires to melt and short to ground, which in turn could result in ignition of nearby materials including gasses from the batteries. (B)(6) med's expert report places the blame on dynamic's electronics. Dalton's expert has not issued a report and his opinion is that more work needs to be done to generate a conclusion.